Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified in the pump logs; however, no failure was identified. Also, the alleged malfunction alarm issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the pump shut off unexpectedly. The customer's blood glucose level was 300 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.